Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs but was unable to duplicate the stated issue. The flow sensors were replaced proactively to address the flow sensor errors found in the log.

Event description:
The hospital reported that, during a case, mechanical ventilation did not start when switching from manual to mechanical ventilation. The clinician reportedly manipulated the bag/vent switch, and mechanical ventilation started. There was no reported patient injury.